Manufacturer narrative:
The customer provided the available patient information.

Event description:
The customer contacted stryker to report their device turned off multiple times during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. Review of the software log indicates the battery was at 9% at the time of event. The customer was advised to use fully charged batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device turned off multiple times during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report their device turned off multiple times during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h6 results code of initial and supplemental medwatch report indicates: power source problem identified. Section h6 results code of initial and supplemental medwatch report should indicate: no device problem found. Section h6 conclusion code of initial and supplemental medwatch report indicates: cause traced to maintenance. Section h6 conclusion code of initial and supplemental medwatch report should indicate: cause not established. The cause of the reported issue could not be determined.